Event description:
It was reported that there was damage to the pump housing surrounding usb port. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.